Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterine position is deviated to the left of midline') in an adult female patient who had essure (ess205) (batch no. 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst. Concurrent conditions included menses delayed. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature menopause ("early menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti, and bladder"), bacterial vaginosis ("infection (other) describe: bacteria vaginosis frwquesnt"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), vulvovaginal dryness ("vaginal dryness"), fungal infection ("yeast infection"), immunodeficiency ("my immune system goes low"), clostridium difficile colitis ("c. Diff colitis") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the premature menopause, urinary tract infection, cystitis, bacterial vaginosis, migraine, headache, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight fluctuation, vulvovaginal dryness, fungal infection, immunodeficiency, clostridium difficile colitis and abdominal pain had not resolved. The reporter considered abdominal pain, bacterial vaginosis, clostridium difficile colitis, cystitis, device dislocation, dyspareunia, fatigue, fungal infection, headache, immunodeficiency, migraine, pelvic pain, premature menopause, urinary tract infection, vaginal discharge, vulvovaginal dryness and weight fluctuation to be related to essure (ess205). The reporter commented: current weight as of 28-06-2019: 146 lbs. Approximate weight at the time of essure placement 150-160 lbs. Discrepancy noted as per initial case: insertion date of essure: ??-(B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Uterine position is deviated to the left of midline(as per mr). Lot number: 628434 manufacture date: 2008-11 expiration date: 2011-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterine position is deviated to the left of midline') in a female patient who had essure (ess205) (batch no. 628434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst. Concurrent conditions included menses delayed. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature menopause ("early menopause"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti, and bladder"), bacterial vaginosis ("infection (other) describe: bacteria vaginosis frequent"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), vulvovaginal dryness ("vaginal dryness"), fungal infection ("yeast infection"), immunodeficiency ("my immune system goes low"), clostridium difficile colitis ("c. Diff colitis") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the premature menopause, urinary tract infection, cystitis, bacterial vaginosis, migraine, headache, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight fluctuation, vulvovaginal dryness, fungal infection, immunodeficiency, clostridium difficile colitis and abdominal pain had not resolved. The reporter considered abdominal pain, bacterial vaginosis, clostridium difficile colitis, cystitis, device dislocation, dyspareunia, fatigue, fungal infection, headache, immunodeficiency, migraine, pelvic pain, premature menopause, urinary tract infection, vaginal discharge, vulvovaginal dryness and weight fluctuation to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement 150-160 lbs. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Uterine position is deviated to the left of midline(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs & medical record received. Event injury nos was replaced by the new events: early menopause, infection (bladder/ urinary tract/vaginal) type: uti and bladder, infection (other) describe: bacteria vaginosis, migraines, headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one, vaginal dryness, yeast infection, my immune system goes low, c. Diff colitis, abdominal pain, uterine position is deviated to the left of midline were added. Lot number was added. Event outcome was updated for the events: early menopause, infection (bladder/ urinary tract/vaginal) type: uti and bladder, infection (other) describe: bacteria vaginosis, migraines / headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one, vaginal dryness, yeast infection, my immune system goes low, c. Diff colitis, abdominal pain. Lab data was added. Case became incident. Concomitant conditions, treatment drugs and reporter's information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.